Event description:
During patient use, suddenly an alarm occurred and the ventilator shutdown. The ventilator stopped ventilating and the display became a black screen. The patient was ambu bagged and switched to another ventilator. The event history could not be downloaded. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l patient info was not provided.